Manufacturer narrative:
The analyzer alarm trace was inconspicuous. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable lipase colorimetric assay results from the cobas 6000 c501 module. The initial result was 5.948 ukat/l (356.88 u/l) with a data flag. The repeat result was 0.55 ukat/l (32.9 u/l). After an automatic dilution, the repeat result was 1.51 ukat/l (90.4 u/l). An additional result of 4.236 ukat/l, but no information for this result was provided. No questionable result was reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number was 879819. The expiration date was not provided. The customer performed precision testing. The field service engineer replaced the rinse tubing and the sample needle and adjusted the sample needle positions. A performance test was conducted, and qc passed successfully. Based on the provided data, a general reagent problem was excluded because calibration and quality control were acceptable. The investigation is ongoing.